Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.

Event description:
A total knee arthroplasty was revised for tibial loosening approximately 2 years post operatively.